Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead exhibited noise, and the ventricular lead exhibited an increase in impedance to high levels. A clavicular rib crush was suspected as being the root cause. The leads were capped and replaced. No patient complications have been reported as a result of this event.